Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 01 issue was verified. Additionally the alleged malfunction 00 issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. The customer delivered a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.